Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the pump displayed an ¿unable to proceed¿ message during a supply change, consistent with a motor stall alarm and failure to infuse, and the issue was resolved after removing and replacing all supplies and resuming insulin delivery; relevant components included the motor and disposable infusion supplies. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, a dry run without supplies, and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a component-related issue linked to the motor, resulting in failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.